Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of cord damage was confirmed. During service, it was determined that the device had hose damage. In the emax 2 plus, the cord is located within the hose. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has cord damage. It is known that the device was being used during surgery; however, no pt or user injury occurred. It is unk if medical intervention or a delay in the procedure occurred. There was no add'l info provided.